Manufacturer narrative:
Additional information received on 10/04/2016 indicated that the customer delivered a bolus prior to the low blood glucose level experienced on (B)(6) 2016. Customer intended to deliver the bolus but stated they might have over bolused for the amount of food. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was on a long plane ride earlier that day and experienced a low blood glucose (bg) level (60 mg/dl). The customer ate carbohydrates and drank soda to address low bg level. In addition, it was reported that the pump unexpectedly reset. The customers blood glucose level was 227 (mg/dl). Prior to the call, the customer was able to reload a cartridge onto the pump and resume insulin delivery. The customer delivered a bolus via the pump.